Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/5 fo the automated peritoneal dialysis therapy. Reportedly, the home pt had disconnected the transfer set from the pt line of the homechoice set during a dwell cycle without pausing therapy. The home pt did not return in time for the following drain cycle. When the home pt returned to the cycler, home pt reconnected the transfer set to the patient line of the home choice set, and seconds later received the system error message. Baxter's technical service center assisted the home pt's spouse in ending therapy early. The home pt completed their therapy bysetting up with new supplies. Per the home pt's spouse, no pt injury or medical intervention was associated with this incident.